Event description:
While testing the tps handpiece cord, it caused the handpiece to run without user activation. There was no patient involvement and no adverse consequences associated with this event.

Manufacturer narrative:
Upon disassembly for visual inspection, worn wedges were found.

Event description:
While testing the tps handpiece cord, it caused the handpiece to run without user activation. There was no patient involvement and no adverse consequences associated with this event.

Manufacturer narrative:
Investigation is in progress. A follow-up report will be submitted once the quality investigation has been completed.